Manufacturer narrative:
Sientra complaint #: case (B)(4). As this device is an accessory device for performing the lipoaspirate procedure the surgeon is still able to complete the procedure successfully using the equipment already required to perform the procedure. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint case (B)(4). The initial report was filed as discarded as this was what was reported to sientra. However, sientra was able to investigate this using by lot/ batch number. Sientra performed testing of device from lot/ batch retained by manufacture of device. Upon review of the complaint, it was determined that the most likely cause of the broken mesh bond was worn tooling in the heat weld process in sientra manufacturing process. The tooling was replaced with a new tool with a new tool coating to prevent wear and improve mesh bond strength to the basket in change order (B)(4). Additionally, the inspection process for the bond strength was updated for additional inspectors and standardized the process in change order (B)(4). Patient age defaulted to 99 as patient information was not provided. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to 99 as patient information was not provided. Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Customer was present for this case today with dr. Andrews. Customer was doing fat transfer to bilateral breasts. Approximately 900cc of fat was processed and was preparing to expose the foam pad after doing the auraclens step 2 process and noticed fat leaking out the back of the mesh basket. After lifting up the mesh basket, it was noticed the back part was separated. Some fat was lost, so another device was used to harvest some more fat to finish the procedure.